Event description:
On july 26, 2023, fujifilm healthcare americas corporation became aware of an event involving persona cs main unit. It was reported that the device beeps and has no image. It is happening randomly. It stopped while giving an injection to the patient. The doctor finished the injection in the patient's spine without persona cs. The patient was able to complete imaging. There is no serious injury or death associated with the event. Therefore, this report is being submitted in abundance of caution.